Event description:
The customer requested that the run data file be investigated to determine a possible cause for the elevated wbc content in the rbc product. Patient information is not available at this time. The disposable set is not available for return. This report is being filed due to the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.